Event description:
It was reported that, during a routine follow-up the physician found an inappropriate shock in the subcutaneous implantable cardioverter defibrillator (s-ICD) system. The patient has multiple inappropriate episodes. An x ray was scheduled and performed and after analyzing the physician decided to perform the revision of the system in two months. This electrode remains in service. No additional adverse patient effects were reported.